Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. No lot number was provided for this complaint, therefore the DHR could not be reviewed. No samples were sent back for evaluation. Complaint file history was reviewed and it was confirmed that no other complaints have been reported on this item for leaking/rupturing. We will continue to monitor complaints for any trends.

Event description:
On (B)(6) 2024 we received a customer complaint that rgpa610 pack, reusable hot/cold 6x10 w/sleeve was leaking.